Event description:
On (B)(6) 2013, for cardiohelp unit (B)(4) a maquet service technician reported that battery 2 needs service. The unit was at the maquet service center and there was no patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the batteries were replaced. The device was tested to factory specifications and passed all tests. (B)(4).